Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 361-481 mg/dl. Correction boluses via the pump were delivered and when the bg did not lower, insulin injections were administered. The bg had lowered to 220 mg/dl. The customer's healthcare provider (hcp) advised the customer to change out the pump supplies. The customer did not have any reported injury due to the high bg; however, "had some problems at work and needed to leave work". No additional details were provided. Tandem technical support advised the customer to discuss the event with the hcp.